Event description:
Additional information was received from the consumer. It was reported the programmer was flashing "low" when they checked their battery with their programmer. That was when they first contacted patient services. Patient services reviewed all they needed to do was charge the battery. They charged the battery to 75% and felt that the energy had been zapped out of their body. They thought perhaps they contracted the coronavirus. They had a cough, but it was not new and their temperature was fine. The only thing that was "out of wack" was their blood pressure being high, running around 180/80. Their neurologist agreed that they should not go to the emergency room and to keep track of the deep brain stimulation (dbs) percent and their blood pressure. Nothing changed by saturday and their body was very weak. They contacted patient services again on monday. Their dbs had been off for 3 days. They had the patient sit down because there would be a surge of energy, which there was. The dbs weakness went away and they were back to normal. Their blood pressure also went down. They notified their physician and the nurse told the patient to charge the battery daily, even better to charge the battery to 100% and keep it charged at 100% if possible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they did not know their implantable neurostimulator (ins) was off until they talked to a manufacturer representative (rep) on (B)(6) 2020. They don't know how it was turned off or how long it had been turned off. On (B)(6), they noticed almost no energy approximately 10 minutes after the battery was charged at 75%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient called on friday and found they needed to recharge their implantable neurostimulator (ins). However, a half hour after charging to 75%, their whole body just collapsed. They called their healthcare provider (hcp), who told them to go to the emergency room (ER). The patient did not go to the ER. Then, they talked to their neurologist because their blood pressure (bp) was also high. Later, the patient stated they felt like "they were dying". They had no falls or accidents and just had high bp. The manufacturer representative (rep) told them they have never heard of that. Patient services worked with the patient to checked their ins was off/ok, charged to 75% and worked with the patient to successfully turn the stimulation back on. The patient confirmed it was on/ok and they felt stimulation at the end of the call and they were feeling better. Button function was review and online video tutorials were sent to the patient. It was recommended the patient call their hcp to report what had happened and discuss next ste ps. Additional information was received from a manufacturer representative (rep) on 2020-apr-07 reporting that they were notified on (B)(6) 2020. They asked the patient if the ins was off and the patient stated it was not. They do not believe there was a device issue. The patient did mention a new blood pressure medication.